Event description:
The father alleges while the patient was on putt putt course and tried to rotate chair in a circle, caster turned toward the user and flipped over forward, pinning patient beneath it, causing a broken arm with abrasions and bruises.